Event description:
Surgical procedure: total laparoscopic hysterectomy, bilateral salpingo-oophorectomy and washings via robotic assistance. Bilateral pelvic lymphadenectomy and aortic lymph node sampling via robotic assistance. Reduction and repair of umbilical hernia. Approximately almost 2 hours into case, surgeon noted hole in tip cover and immediately removed tip and replaced with new tip cover. No spark or injury to pt occurred. Tip cover preserved for later inspection. Photos taken of tip cover and sent to intuitive.